Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be completed.

Event description:
Patient status post prodisc-c implant levels c5-c6 on (B)(6) 2011, returned to surgeon post hospital discharge, complaining of pain. MRI revealed a malposition of the implant which was not recognized at the time of the implant. Surgeon explanted on (B)(6) 2011, and revised/reimplanted with another 09.820.066s, and repositioned the implant in a slightly different location. Surgeon noted when explanting, a fracture of the uncinate process was discovered. It is not known if post operative pain was caused by the fracture or the malposition.